Event description:
It was reported that the valve could not be programmed after it was implanted. The valve has been implanted under about 2 inches of tissue.

Manufacturer narrative:
(B)(4). All performance levels could be set with a single attempt. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records showed no anomalies. It was reported that the valve was implanted under about 2 inches (5 cm) of tissue. The instructions for use that accompany the device warm that there should be a maximum of 1 cm of tissue thickness over the valve mechanism to facilitate reading and setting the valve. All of our valves are 100% tested at the time of MFR.